Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer stated that he was nauseous and was vomiting. The customer stated that he was having repeated no delivery alarms although he had changed the infusion set several times. The customer stated that he is currently in the process of upgrading. The customer agreed to take a replacement insulin pump while he upgrades.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.